Manufacturer narrative:
The hvad is used for treatment not diagnosis. The site reported one (1) controller, one (1) battery and one (1) cdc adapter that were experiencing poor mechanical connections. There was no reported patient injury related to this event. The controller, battery and adapter were taken out of use and new equipment was issued to the patient. The reported controller, battery and cdc adapter were returned to the manufacturer and evaluated. Upon evaluation, the controller failed visual inspection and showed that the connector pins on port two (2) have been damaged, most likely caused by improper handling and excessive amount of force when inserting the plug into the connector. The returned cdc adapter could not confirm any damaged pins on the unit itself, and therefore was functional. The returned battery failed functional testing due to early depletion of a cell pair. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). Z-1607-2014 field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of three reports (3007042319-2016-00255, 2016-00256 and 3007042319-2014-00027) submitted for devices related to the same event.

Event description:
It was reported from the united states that the patient had difficulty disconnecting her controller dc adapter from the controller and that once it was disconnected she had difficulty connecting a battery to the same controller power port. Bent pins were observed on the controller, battery, and controller dc adapter afterwards. The patient performed a controller exchange. The controller, battery, and controller dc adapter were removed from service and the patient was issued replacement devices. The controller, battery, and dc adapter were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.